Event description:
Heli-fx endoanchors were implanted during in an existing endurant stent graft on (B)(6) 2014. An endurant aortic cuff and 2 non mdt stents were also implanted. The max aaa diameter was 60.5mm. It was reported 8 months post the index procedure vascular thrombus was observed due to a endograft twist or kink. An additional procedure was performed where a non medtronic stent was implanted distal in the leg and the thrombus was resolved. The site assessed the vascular thrombus as related to the endograft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: endurant stent graft s/n: unknown; use by date: unknown; upn # unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.